Event description:
MFR's clinical specialist reported no audible tones from a demonstration central station monitor. The internal speaker was replaced and proper operation was confirmed. The central station monitor provides an additional audible alarm to the one provided at the bedside monitor. No pt involvement reported.